Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid, bupivacaine, and clonidine. The indications for use was malignant pain. It was reported that the patient stated they wentto use their first bolus of the day and it showed 6 boluses left but they should have 'considerably more.' The patient stated they had a refill yesterday, so they called their doctor about this issue when they noticed it today, and were told to call the manufacturer. The patient stated after the refill and before midnight yesterday, they bolused 'maybe 2-3 times' and 'I'm almost positive I stopped at 8 boluses but I can't remember.' The patient read from a paper copy of the session report: 'pump time changed. The pump time was 1 hour behind the programmer time and set behind the programmer time' and ' (B)(6) 2024 at 11am,' which patient assumed was their next refill appt. Per the myptm app, the patient was not currently in a lockout. The patient had five boluses left today. Bolus duration was five minutes. The lockout duration was thirty minutes. The bolus restriction window was fourteen boluses per twelve hours. The patient had fourteen boluses per day. The manufacturer's patient services specialist (pss) consulted with pump technical services and then assisted the patient in uncoupling/recoupling handset/communicator to pump. The patient stated the screen was frozen so they restarted the m yptm app. The patient tapped 'complete pairing' and percentage hung at 90% for multiple minutes. Then the patient read 'myptm app is not responding,' and pss had the patient tap 'wait' but then had patient restart the myptm app after screen did not progress again after multiple minutes. The patient confirmed there was no light on the communicator indicator light. The patient stated they tried pressing the communicator really hard into the skin to try to resolve this. Pss reviewed communicator placement. The patient restarted myptm app and screen went right to 'retrieving pump settings 90%' and then patient read '5 boluses left' as it showed prior to uncouple/recouple. Pt mentioned 'when I first got this, 6 (boluses) was what I could have on it.' Pss inquired when the boluses per day was increased from 6 to 14 and patient stated 'when I was in the hospital,' and then stated 'they did it over a couple months, they increased it about a month ago.' Pss redirected the patient to their hcp to further troubleshoot and reviewed resources for hcps.